Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen , which is off-label usage of the device, on (B)(6) 2023. (B)(6) 2023, the patient was experiencing ¿symptoms of a low blood sugar¿, but no physical symptoms were provided. The patient¿s cgm reading was low mgdl. The patient self-treated by using a ¿glucose pen¿ (assumed to be glucagon) and by ¿eating a lot¿. At some point, the cgm was reading low mgdl and the bg meter was reading 176 mgdl. It is unclear when these values were taken in the event timeline. There was no documentation that the patient sought out further medical intervention. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.